Manufacturer narrative:
Follow up report 1. Additional information / device evaluation. Device evaluated by manufacturer: yes. (B)(4) - device performed according to specification. (B)(4) - no failure detected and product within specification. (B)(4) - unable to confirm complaint. Although requested, the alleged samples were not submitted for evaluation and the complaint kit batch number was not provided. The samples will not be available for further testing. For seven of the nine samples, the gag sequences were provided by the customer. The sequences showed mismatches to the test's primers/probe, which may affect amplification. As stated in the package insert, "though rare, mutations within the highly conserved region of the viral genome covered by the test's primers and / or probe may result in the under-quantitation of or failure to detect the virus". For the other two samples where gag sequences were not provided, it is unknown if these samples contained sequence mismatches. However, this would be a plausible explanation. Based on the available information, no product non-conformance was identified. (B)(4).

Manufacturer narrative:
At this time an evaluation of the device is not scheduled as the customer did not provide kit lot information. The investigation into this issue is ongoing, and therefore, a definitive conclusion cannot be drawn at this time. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer site reported that discordant results for 8 patient specimens were generated between the cobas ampliprep / cobas taqman hiv-1 test and the cobas ampliprep / cobas amplicor hiv-1 test, version 1.5 during a study conducted by a customer site in (B)(6). As specified by the customer, the cobas ampliprep / cobas taqman hiv-1 test generated under-quantitated test results when compared to the cobas ampliprep / cobas amplicor hiv-1 test, version 1.5. Additionally, the customer also indicated that the cobas ampliprep / cobas taqman hiv-1 test was under-quantitated when compared to siemens bdna test. At this time, it is unknown whether any of these 8 cobas ampliprep / cobas taqman hiv-1 test patient specimen result were reported to physicians. However, it should be noted that, based on the information available, there is no indication that patient treatment was impacted.